Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital with thoracic pain. Pericardial effusion and perforation were observed. The lead was repositioned and remains implanted. The patient condition was good.